Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a long black hair within the asepto syringe.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿irrigation syringe ¿ bulb type, 50cc latex-free single use only. Do not resterilize. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Sterilized by eo. Authorized representative manufacturer use by. Attention, see instructions for use. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations.¿ (B)(4). The device was not returned.

Event description:
It was reported that there was a long black hair within the asepto syringe.